Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation with a qdot micro catheter and the patient experienced dysarthria and facial dropping. After an atrial fibrillation ablation, the patient experienced dysarthria and facial drooping. There were no issues during or immediately after the atrial fibrillation ablation. The procedure had no unusual findings or occurrences. The patient was sent to the recovery area and awoke without issues. When the patient was transferred to the step-down unit, the symptoms began: facial drooping and difficulty speaking. The physician stated that the patient would receive a neurological workup, a CT scan and other diagnostic procedures. There were no therapeutic interventions performed. Symptoms were improving and expected to resolve, then the physician stated symptoms resolved on their own after 2 days. Patient fully recovered after 2 days without any residual effects. However, the patient required an extended hospitalization, observation of 3 extra days. Physician cannot be sure the cause of the adverse event. Patient had additional risk factors for neurological complications including carotid arterial occlusive disease.